Event description:
The surgeon inserted a three piece silicone lens model aq2010v into patient's eye and a haptic broke off. The surgeon cut the lens to remove it and replace it with another lens. No patient injury occurred.